Event description:
After 13 months of implantation, this pacemaker was explanted because of reported lack of capture.

Event description:
After 13 months of implantation, this pacemaker was explanted because of reported lack of capture.